Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5068 implantable pacing lead - (B)(6) 2002. (B)(4).

Event description:
It was reported that the atrial lead exhibited noise, and it was noted that the lead had a suture directly on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.